Event description:
The patient tested his blood glucose on suspect device and it was above 300 mg/dl. The customer took insulin based off of device reading. He started to have an insulin reaction and daughter called the paramedics. The paramedics device read 40 mg/dl. He was taken to the hosp, but does not know what kind of treatment he received.